Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator failed the defib test for pads and the pads/paddles ECG test. There was no pt involvement.